Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose level was over 100 mg/dl. The customer was assisted with the troubleshooting. The customer reported that the insulin pump had a block dot on the screen and that was inside the screen. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the self-test and displacement test. No missing segment or partial display during testing. Insulin pump was received with black debris under the lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.